Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent charging of the ilet on a charging pad, with the indicator light sometimes on and sometimes off, and observed the ilet battery percentage decrease while connected; the user later misplaced the charging pad and could not complete troubleshooting, though they retained the cord. No adverse clinical symptoms associated with a low device battery reported. Outcomes included shipment of replacement charging supplies without emergency care or hospitalization. Investigation included customer interview and case assessment. Investigation of this case revealed an inability to reproduce the issue due to the missing charging pad and suggested a charging system performance issue consistent with a charger or pad malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely related to external charging hardware performance.